Manufacturer narrative:
The insulin pump was received with blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was constantly beeping with flashing on it. The blood glucose of the customer was 117 mg/dl at time of incident. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.